Event description:
It was reported that during the unknown procedure, the device tore at the edge. The case was completed by opening another device. There is no additional information available. No patient consequence.